Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated over the last month, the up, down and okay buttons experienced both delayed response and hyper-responsiveness. The reporter noted that the patient's blood glucose was between 200 and 300 mg/dl with no symptoms of hyperglycemia. This incident does not meet animas' definition of an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2013- device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, all keypad buttons were intermittently unresponsive and required multiple presses to engage. During investigation, evidence of contamination was found under all key contacts.